Manufacturer narrative:
Product analysis: the programmer was confirmed to be unresponsive to the stylus that was returned. The stylus was replaced, and the programmer was responsive to the replacement. It was confirmed that the programmer software would not update. The hard drive was reconfigured, the software was reloaded and updated. The electrocardiogram (ECG) connector was found to be loose. The link electronic module (lem) was replaced. Damage to various parts of the case were identified. All found defective parts were replaced. The device passed all final functional and systems tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer display was unresponsive to the stylus. It was noted that the stylus was replaced, but the issue persisted. It was further reported that the programmer was unable to complete a software update. The programmer was returned for service. There was no patient involvement.